Event description:
An erroneously elevated troponin (accu tnl) result from a single pt sample generated by the access 2 instrument. The initial accu tnl result was 0.726 ng/ml. The pt sample was re-tested for accu tnl. The repeated accu tnl result was "normal". The actual result was not provided. No additional info regarding this event was provided by the customer. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.